Manufacturer narrative:
Additional manufacturing narrative (if other): attempts for the return of the sensor as well as additional information requests have been made in order to identify the lot number of the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
Customer reported, new masimo pox sensors have a whole host of problems jeopardizing patient care. Pox screens going totally blank losing scalar graph. No pox reading at all. Pt pink pox sats reading 30's, pt blue pox sats not reading. Old sensors were less complicated and worked better hands down. We change out throw away old sensors out for new ones much more. Lost confidence in sensor readings from cry wolf scenario. Way too much thought involved in oximetry process where they have made something very simple overly complicated and confusing jeopardizing patient care. We have child requiring high fio2 70% or greater and pao2 on cap gases at 60 to 70 which is fairly high for cap gases. I have double checked meth hb levels to be normal. I do not trust pox reading being given for this greater than (B)(6) child. Default settings seem to be backwards and confusing between apod and normal sensitivity. 01/23/2017 -- the customer reported the sensor is also too short, and the tape is not sticky enough. " no sensors were saved for return. No consequences or impact to patient were reported.